Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 7.5-9.0 cm from the distal end, consistent with lead friction to another device or a feature of the heart. The rv etfe coating was abraded at this location. External insulation abrasion was noted at 13.3-14.5 cm from the distal end, consistent with lead friction to another device or a feature of the heart. Internal insulation abrasions under the svc shock coil were noted at 22.5- 22.6 cm, 24.6-24.8 cm and 26.6-27.0 cm from the distal end. The etfe coating was intact at these locations. The reported noise was not confirmed.

Event description:
It was reported that the patient received several shocks due to noise. The lead was explanted.